Event description:
Additional information: it was reported that the alarms have resolved. No further information was reported.

Manufacturer narrative:
Weight, event, device manufacture date: additional information section concomitant medical products, device evaluated by MFR: corrected information manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed no external power alarms while the patient was connected to their mpu; however, evaluation of the returned mpu did not reveal any issues that would have contributed to the reported event. The controller event log file contained data from 05mar2019 to 08mar2019. The pump was set to a fixed speed of 5200 rpm and operated at or above the low speed limit of 5100 rpm for the duration of the log file. The log file recorded multiple low power alarms and no external power alarms along with power cable disconnect alarms on 06mar2019 between 1:48:36 am and 2:13:05 am. The patient was connected to their mpu during all alarms. The patient connected to batteries on 06mar2019 at 7:33:23 am and there were no further atypical alarms for the remaining data captured in the log file. The mpu was returned and evaluated by technical services under wo# 53647993. The customer battery and ac power cord were connected to the unit and the mpu was run on a mock loop for several days without issue. No low voltage or no external alarms were observed. The unit was replaced with new batteries and all functional tests passed. The mpu was returned to the customer site. The mpu was operated on a mock loop for several days and was unable to reproduce any of the reported alarms. The account reported that the alarms have resolved, and the patient is stable and remains ongoing. A direct cause for the reported event could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 3 months. (Calculated from the date when the mobile power unit was issued to the patient). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The patient presented to clinic with multiple no external power alarms and low voltage alarms on (B)(6) 2019. The patient did not recall any alarms or issues during the recorded events. The patient is currently living at a transitional care unit. No other symptoms noted at this time. A log file provided to the technical service representative confirmed no external power event on (B)(6) 2019.